Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, a vessel dissection occurred. In (B)(6) 2012, clinical status assessment identified the subject's qualifying condition as unstable angina (braunwald class iiib). The subject was referred for cardiac catheterization which revealed a 95% stenosed lesion located in the 1st diagonal. The lesion was 60 mm long with a reference vessel diameter of 3.5 mm and treated with pre-dilatation and placement of a 3.50 x 38 mm study stent, which resulted in a dissection (proximal to the target lesion) requiring intervention. Subsequently, a 3.00 x 24 mm study stent was placed. Following post-dilatation, residual stenosis was 25%. Of note, thrombus was present both pre and post-procedure and a unknown distal protection device was used during the index procedure as an ancillary device. The subject was discharged on aspirin and clopidogrel the following day.